Manufacturer narrative:
Additional patient code for the reported symptom of "couldn't walk": (B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient stated that the alleged inaccuracy issue occurred at an unspecified time on (B)(6) 2017. At this time, the patient obtained blood glucose results of ¿259 and 61mg/dl¿ with the subject meter within 20 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages their diabetes with unspecified dosages of metformin and lantus insulin on a sliding scale and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that right after the alleged product issue occurred they developed symptoms of ¿a little disoriented, heart pounding hard, weak and couldn¿t walk¿. The patient¿s daughter called an ambulance as a result of these symptoms and when the emergency medical services arrived they measured the patient¿s blood glucose to be ¿200 and something¿. Due to this the patient was given a ¿shot¿ by the ems which was provided to lower their blood glucose level. The patient was taken to hospital and was admitted for a couple of days before being discharged on (B)(6) 2017. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The patient did not have control solution available to walk through a control solution test with the cca. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate erratic results with the subject meter.